Event description:
An endurant stent graft system were implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that the patient arrived at the hospital with abdominal pain and a cta showed a type iii endoleak due to complete disunion of limbs. The separation occurred between the endurant 20x20x82 and the endurant iliac limb, 16x20x93 in the left common iliac artery was 90 degrees. Currently the aneurysm measured 108x89 mm, the proximal aortic neck is 28 mm in diameter and distally it was 32 mm. The aortic bifurcation measured 60x47 mm. The right iliac was 16 mm in diameter, 20 mm and 23 mm from proximal to distal. The right external iliac was 10 mm in diameter. The left iliac was 16 mm, 18 mm and 18 mm from proximal to distal. The left external iliac was 12 mm in diameter. The physician cut down on the left cfa and was able to cannulate the disconnected limb. The physician then used a marking catheter to ensure proper overlap. The physician then decided to implant a 16x16x124 endu rant limb up to the flow divider of the main body. The delivery system was exchanged for a 16fr sheath. The physician then inserted a 16x20x93 endurant iliac limb ensuring there was more than the minimum overlap of all grafts involved. A reliant balloon was used to model the entire length of the new stent grafts. A post angiogram was preformed that showed that the limb disunion has been properly bridged and the type iii endoleak, separation was resolved. Per the physician, the cause of separation between the limbs was due to lack of apposition between the 16mm graft that was placed in the 20 mm graft. No additional clinical sequelae were reported and the patient is fine. Films were reviewed. Review of the current sizing worksheet and 3 year post-implant still angiogram images confirmed that the endurant bifurcate was positioned just below the level of the renal arteries, and there was component separation between the contra limb (or contra extension) and the limb extending into the left common iliac artery. A 3-d reconstruction image showed a junctional type iii endoleak; both limbs were patent. A marking catheter was seen cannulated into the disconnected limbs. The amount of separation was approximately 4 cm, and the disconnected limbs were angulated 90 deg to each other. Within the distal portion of the aaa, the distally disconnected limb was crossing over the intact limb going into the right common iliac artery. After relining the detached limbs, a still angio injection showed no type iii junctional endoleak and a patent limb. The cause of the disconnection could not be determined from the films provided. Earlier post-implant films were not available for review, and the amount of initial limb overlap is unknown. However, it appears that the lack of diameter overlap between the separated limbs likely would have caused the eventual separation of these 2 limbs.

Manufacturer narrative:
(B)(4).